Event description:
The entire ehr system was unavailable. Doctors could not find their pts, medications were delayed, and in at least two cases, potassium levels were at high risk levels, either too high or too low. No one knew, and no treatments were offered because no one knew. There was not any warning that a planned downtime was scheduled. It then evolved into an unplanned downtime, causing disruption and unsafe conditions in the hospital affecting several hundred pts.